Manufacturer narrative:
(B)(4).

Event description:
It was reported that a valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a saccular thoracic aortic aneurysm. The diameter of the proximal aortic neck was 31.5 mm, and the length from the top of the aortic arch to the beginning of the aneurysm was 20 mm. The diameter of the distal aortic neck was 30 mm. The stent graft was successfully deployed in zone 2 of the thoracic aorta. During final angiography a proximal type I endoleak was observed. No action was taken, and the cause is unknown. No clinical sequelae were reported, and the patient is being monitored.